Manufacturer narrative:
Summarized patient outcomes/complications of portico valves were reported in a research article in a subject population with multiple co-morbidities including coronary artery disease, peripheral artery disease, prior stroke/transient ischemic attack, prior pacemaker implant and left/right bundle branch block. Some of the complications reported were permanent pacemaker implant (surgical intervention), stroke, bleeding, and aortic regurgitation. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Literature attachment: article title "using upper arm vein as temporary pacemaker access site: a next step in minimizing the invasiveness of transcatheter aortic valve replacement.

Event description:
The article, "using upper arm vein as temporary pacemaker access site: a next step in minimizing the invasiveness of transcatheter aortic valve replacement", was reviewed. The article presented a prospective, single center study to assess the safety and efficacy of an upper arm vein as a temporary pacemaker access site during transcatheter aortic valve replacement (tavr). Devices included in this study were medtronic evolut r, abbott portico/navitor, edwards sapien 3, and meril myval. The article concluded that using an upper arm vein as a temporary pacemaker access site is safe and feasible. Its use might be associated with fewer bleeding complications and shorter time to mobilization compared with the femoral vein. [The primary and corresponding author was niels van royen, radboud university medical center, 6525 ga nijmegen, the netherlands, with corresponding email:(B)(6)] the time frame of the study was from january 2020 to january 2023. A total of 557 patients were included in this study, of which it could not be confirmed how many received an abbott device. The average age was 78.4 years and the average gender was male. Comorbidities included cornary artery disease, peripheral artery disease, prior stroke/transient ischemic attack, prior pacemaker implant, left/right bundle branch block.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: article title "using upper arm vein as temporary pacemaker access site: a next step in minimizing the invasiveness of transcatheter aortic valve replacement.